Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is going crazy with alarms. Customer's blood glucose was 529 mg/dl. Customer was getting a motor error alarm and a no delivery alarm. Customer got the no delivery alarm first and then the motor error alarm. Customer performed the displacement test and passed. Customer declined troubleshooting for the no delivery alarm. Customer was advised to do a complete set change and monitor the pump.